Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a rescue tower came apart resulting in a significant delay of approximately 30 minutes surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. During review of the returned instrument, the proximal hex end of the instrument was observed to thread free of the main body. This hex end is part of the main body assembly and held in place by an internal snap ring. Review of the internal snap ring and mating od ring groove under magnification indicated slight wear marks suggesting an elevated force may have been applied. The instrument function is to assist reducing a rod into a screw head using force. The force necessary to reduce a rod can vary from different patient situations. Excessive force is a possible cause for the disassociation.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a rescue tower came apart resulting in a significant delay of approximately 30 minutes surgery took place (B)(6) 2017.